Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that a cut was observed in the cuff. The deformation was in a '3' like shape. The complaint of cuff not inflating can be confirmed due to the tear observed. The probable cause of the tear is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the cuff did not inflate. The event occurred during patient use at the facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
B3: day unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.